Manufacturer narrative:
Evaluation of heartmate ii left ventricular assist system confirmed driveline damage that could have contributed to the reported events. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing and the distal portions were returned measuring approximately 6.5¿ and 30¿. A driveline repair was present (repair previous reported under MFR #2916596-2018-02483). The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Visual inspection of the outer silicone jacket did not reveal any signs of damage. The driveline repair site was disassembled and no issues were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The outer jacket was removed and examination of the bionate did not reveal any signs of damage. Evaluation of the metal shielding revealed breakdown approximately 26¿ from the controller connector. Visual inspection of the underlying wires revealed an insulation breach 26¿ from the controller connector, on the brown wire. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged brown wire made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could result in a low speed or pump stop event as captured in the log file. The remaining portions were submerged in a saline bath for high potential testing to check for any further current leakage through the wire insulation. No other breaches were found. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic for a routine follow up. Review of the log file by technical services showed multiple speed drops and pump offs while attached to the mpu. Advised to keep patient on battery power and x-rays were requested. Additional information on (B)(6) 2018 stated that the pump was exchanged on (B)(6) 2018 for a potential internal percutaneous lead issue.